Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. An endurant stent graft system was also implanted during the procedure and seven endoanchors were implanted from the main body to the proximal neck due to concern for late failure. It was reported approximately one month post implant and again three months post implant, a follow up CT revealed left iliac limb stenosis, deemed not physiologically significant with no evidence of limb occlusion. Per the investigator the cause of the event was related to aortic aneurysm treated by endoanchors. No additional clinical sequelae were reported and the patient is fine.